Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no damage was observed. The reader did not power on with button depression, strip insertion or usb cable insertion. The reader was connected to computer and software was not able to recognize the reader. Built-in reader test was unable to perform. Usb cable and adapter were returned. Visual inspection has been performed on the returned usb (universal serial bus)/charging cable and no issues were observed. No opens or shorts were observed. Usb/charging cable passed testing. Visual inspection has been performed on the power adapter and no issues were observed. Load tester used to test returned power adapter. The measured voltage was within specification ranges. Power adapter passed testing. The returned reader was further investigated and de-cased. Burn marks were observed on the de-cased reader's pcba (printed circuit board assembly). An extended investigation was performed. Burn marks were observed on both the interior and exterior of the reader. The returned reader was unable to power on. Therefore, the issue was forwarded to extended for further analysis. The adc charger and adapter were returned for evaluation. A visual inspection was performed with a digital microscope and burn marks were observed on the returned reader. Evidence of liquid contamination was present throughout the entire pcba. The returned reader was brought to the bench to perform functional testing. The returned cable passed the cable test with no issues noted. The returned adapter was set for testing and voltage was measured within specification ranges. The visible burn damage and signs of liquid contamination was showed on the returned battery. The battery voltage was measured outside of specification ranges. A known-good battery was used throughout the investigation. The reader did not power on when tested with the known-good battery. Thermal monitoring was performed using a thermal camera; no hot spots were observed. The moisture indicator sticker was red which confirming liquid contamination. Widespread liquid contamination was observed across the pcba (printed circuit board assembly). These findings indicated that the burn marks were caused due to liquid contamination, which compromised thermal regulation and component integrity. Internal component damage was caused by liquid contamination, resulting in the reader failing to turn on and developing burn marks throughout the returned reader. Therefore, this issue is not confirmed due to liquid contamination. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader, cable, and adapter were reviewed and the dhrs showed the libre reader, cable, and adapter met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device was not powering on. The product was returned and investigated for the power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer initially reported that their abbott diabetes care device was not powering on. The product was returned and investigated for the power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported product has been returned and us currently undergoing investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.